Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Blood glucose level was 310mg/dl. Reportedly, the customer reloaded original cartridge and resumed insulin delivery. Subsequently, customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into an alternate power source for at least 30 minutes. Customer acknowledged. During follow up, the customer confirmed that the pump was able to be successfully charged using an alternate usb adapter.